Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump had no delivery alarm, then insulin pump was not working. The customer blood glucose level was 431 mg/dl. The customer declined troubleshoot for high blood glucose event. The insulin pump will not be returned for analysis.